Event description:
It was reported that there was an alarm: pump settings and patient data lost. This issue is not related to physical damage or abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, damaged dso seal, and worn uso seal. A review of the event history log found medium alarm displayed: pump settings and patient data lost. During the functional testing, the customer's reported problem was duplicated. The battery backed ram was depleted and does not meet manufacture specifications. The cause of the issue was found to be a depleted battery backed ram. The pump was charged for a maximum of 250 hours and a standard pm was done. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.